Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Upon functional testing, the fse identified burnt fuses in the power distribution board in the main cabinet and burnt fuses in the distribution board in the geometry cabinet which was caused due to power outage of the hospital mains power supply. To resolve the reported issue, the fse replaced the burnet fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment did not start due to a power outage. There was no harm reported. Philips has started an investigation of this complaint.